Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that when patient presented clinic post implant procedure, high, out of range, low voltage lead capture threshold issue was observed on the rv lead. Programming changes were made. Patient came into the clinic the following week and lead dislodgement was observed. Lead was explanted and a new lead was implanted. Patient was stable with no complications.